Event description:
A customer reported her meter didn't power on and as a result of being unable to monitor her blood glucose level, she experienced dizziness and lost consciousness. The paramedics were called and treated her intravenously with unknown solution and gave her sugar. She also reported eating food afterwards. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.